Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 05/25/2017 returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results is due to improper storage: vial left open for an extended period of time. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error after the blood/control solution was aspirated into the test strip. Customer stated he did not leave the strips out of the vial too long and did not recall leaving the strip vial open. Customer stated he keeps the test strips in the original container. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is unknown. Adverse event not reported at time of call on (B)(6) 2017.